Event description:
Health professional reported "a device removal for a malfunctioned port." Follow-up with the health professional noted the device was explanted due to patient not feeling restriction.

Manufacturer narrative:
Taper unknown. Medwatch sent to FDA on: (B)(4) 2010. The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number was given. Visual examination may determine the connector type associated with this report. No additional information has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port, or the connector tubing."